Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that, during a device change out procedure, this pacemaker was an attempted implant. The physician attempted to connect the existing right ventricular (rv) lead into the rv port, however, the setscrew would not allow the lead to pass. High out of range impedances of greater than 3000 ohms were observed. The rv lead was tested via pacing system analyzer which showed values within range. The physician also attempted to put the existing right atrial (ra) lead in the rv port, but there was still no success. This pacemaker was removed and returned for analysis. No adverse patient effects were reported.